Event description:
Provider advised that when the user hits a bump the unit stops and the service light flashes 6 times which indicates a left brake fault. Dealer stated consumer did get stuck crossing street, however, was able to restart chair and get to the other side with out incident.